Event description:
Following a novasure endometrial ablation on (B)(6) 2012, the patient returned to the emergency room (ER) on (B)(6) 2012 with a fever of 103 degrees fahrenheit and was admitted. Her cultures grew enterococcus for which she received intravenous unisyn (ampicillin and sulbactam). On (B)(6) 2012, the physician reported the patient was discharged on (B)(6) 2012 and is currently doing very well. Additionally, the physician reported the patient used a tampon following the novasure procedure and the physician believes this may have caused the infection.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot record reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).